Event description:
It was reported that there was a short in the implantable neurostimulator (ins). There low impedance values of 34 on 0 and 1. There was premature battery depletion. It was unknown when the device had reached elective replacement indicator (eri) or when it had reached end of service (eos). It was also unknown if the patient was in cycling or continuous mode. The device was explanted and replaced on (B)(6) 2014. No diagnostic testing or troubleshooting was required. The patient was alive with no injury and patient symptoms included a return of their parkinson¿s symptoms on the right side implant. The issue was resolved and the cause of the issue was not determined. Replacement had resolved the short and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va01pn5, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # va01pn5, product type lead. (B)(4).